Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared under 510k number k090757. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-05077 / 00???).

Event description:
It was reported patient underwent left hip arthroplasty . Subsequently patient experienced femoral pain 6 months post-operation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of MFR number 0001825034-2017-01432. This report should be voided.